Event description:
It was reported that the closurefast catheter would not work once inserted into the body. An error code of 350 was displayed on the rfg2 generator to which the catheter was connected. Repeated unsuccessful attempts were made to use the catheter but the error message continued to be displayed. The customer was unable to use the catheter to treat the patient. A competitive technology was used to complete the ablation. No patient injury was reported. The closurefast catheter was received for evaluation. A kink in the coil portion of the catheter was noted with bubbling of the fep coating. There was a breach in the fep coating over the coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.